Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) went into backup operation. The patient condition was not provided.

Manufacturer narrative:
Further information was requested but not received.